Event description:
Per additional information received, the patient has experienced dysuria, abdominal pain and tenderness, urinary tract infection, exposed tape, mesh erosion, severe suprapubic pain, constant incontinence of urine worse since increasing vesicare dose, postoperative urinary retention with infection exacerbated by anticholinergics, four strokes, increased residual volumes, inability to empty bladder well again, self-catheterization, dramatic increase in residuals since strokes, extrusion, infection, urinary problems, bowel problems, bleeding, neuromuscular problems and vaginal scarring.

Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Tracking number (B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Associated MDR: 1018233-2013-00374.

Event description:
Per additional information received, the patient has experienced recurrent stress urinary incontinence and foreign body of the vagina, menometrorrhagia, pelvic pain plus probable adenomyosis uteri and laparoscopically-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy and severance of adhesions on (B)(6) 2009, transobturator tape procedure and excision of old suburethral polypropylene mesh and implantation of sling on (B)(6) 2010; cholecystectomy [unknown if pre or post implantation].